Event description:
Reporter indicated that when attempting to interrogate a generator, they were receiving the "software not compatible with generator" message. Per reporter, device had been successfully used before. Troubleshooting was performed by manufacturer representative and he was able to get "intermittent communication" with the programming system on a demo generator only in certain positions. He switched out the wand with another wand and the system worked just fine. Programming wand was returned to the manufacturer and underwent analysis. Upon analysis, it was found that the serial data cable, which produced communication errors, had an intermittent conductor. A known good bench serial data cable was substituted and all communication errors cleared. No other anomalies were noted with the device.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.